Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for non-patient sleeve side piercing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue.

Event description:
It was reported that prior to use there was poor sleeve function with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the non-patient needle penetrated its np sleeve.